Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed, and the findings did not replicate or confirm the customer reported event. External visual inspection revealed no abnormalities. The instrument passed the manual articulations test. The instrument was tested on an in-house system: the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed the needle driving test. The instrument was fully functional. No product issue was found. Additional unrelated observation(s) not reported by site: further inspection was found the failure of instrument corroded bearing at the input disk and input shaft of all axis. The instrument housing was removed and inspection found corroded bearings at the input disk and input shaft of all axis. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c and isifa2023-03-r, as previously listed in section h9.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.